Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and the reported event for the triggering of error 51 was confirmed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information the device speaker was replaced and the binder flex kit was provided for further investigation. However all tests carried out did not detect any issue from this part therefore the reported event may be caused by another part that can only be analysed with its associated device. Although the reported event could not be reproduced the complaint description was confirmed by error 51 found in the log review however the root cause of this event remains unknown. An internal CAPA was opened in may 2023 to address the issue of error 51. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "error 51 - speaker error. Fault diagnosed in a faulty speaker. Speaker replaced to new one. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue. There was no communication regarding patient involvement/adverse effects. More information is needed to complete the investigation.